Event description:
The hospital reported a malfunction causing a loss of manual ventilation during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cover manifold assembly was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).